Manufacturer narrative:
The endo smartcap tubing subject of the reported event was not returned for evaluation. As the device was not returned for evaluation, the cause of the reported event could not be determined. The device history record was reviewed for the subject lot and confirmed the lot was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
It should be noted that this specific sku is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported via vigilance report ((B)(4)) that between two endoscopic procedures on the same patient, the bottle connected to the endo smartcap tubing became over pressurized and malfunctioned. User facility personnel utilized another endo smartcap tubing and the procedures were completed successfully. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.